Event description:
Serious skin burn/ peel; I have been using the dexcom g6 continuous glucose monitor since (B)(6) 2019. Never had an issue with skin reaction. Now they have changed their adhesive and it's destroy my skin, and costing me money to fix. I'm not allergic to anything but the new adhesive on the g6. FDA safety report ID # (B)(4).